Event description:
On (B)(6) 2010, the reporter, the patient's physician, contacted animas to report the patient had elevated blood glucose readings during early (B)(6) 2010; no specific blood glucose readings were provided. Between (B)(6) 2010 the patient changed the infusion site four times, but her blood glucose levels did not decrease. The patient did not report any symptoms of high or low blood glucose levels. The patient reported no issues with the infusion set. Troubleshooting revealed the patient had scar tissue, and her basal rate was set at 0.0 from midnight to 3:00 am, both of which may have contributed to the elevated blood glucose readings. It was also determined the patient used refrigerated insulin and there were air bubbles seen in the cartridge. The pump owner's booklet instructs the patient to allow the insulin to warm up to room temperature before use. The pump was returned to animas for evaluation. Evaluation revealed no issues with the pump's insulin delivery; it passed testing. The patient's technique was incorrect by using refrigerated insulin, and her basal settings may have been incorrect. However, as the patient experienced several elevated blood glucose levels while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. On january 17, 2011, evaluation revealed no issues with the pump's insulin delivery; it passed testing. Evaluation also revealed the bt1 component failed, however, this pump issue is not the reason for this report submission.